Event description:
It was reported that during a da vinci si prostatectomy procedure, the site experienced system error code 10025, system error code 23025, and system error code 23008. With the assistance of an isi technical support engineer (tse)the site back drove the left master tool manipulator (mtml) with the system powered on and powered off, however, the system error codes recurred. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
= The investigation conducted by the field service engineer concluded that system error code 10025, system error code 23025, and system error code 23008 experienced by the site were associated with the left master tool manipulator (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault codes) functioned as designed and there was no injury to the patient. System error code 10025 appears when the da vinci safety system detects a failure to enable amps. System error code 23008 appears when the da vinci si safety system determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety system puts da vinci in a recoverable safe state. System error code 23025 occurs when the remote arm controller hardware detects an encoder quadrature fault. Upon determining these conditions, the system records the faults and transitions to a safe state. The mtml was returned to isi for failure analysis. Engineering was able to replicate system error code 23025 experienced by the site. Functional testing of the mtml found that the axis 2 encoder malfunctioned, thus generating the system faults experienced by the customer. The axis 2 was replaced and retesting of the mtml found that it functioned within specification. On (B)(4) 2012, isi contacted rn, (B)(6) at (B)(6) medical center in (B)(6), and she indicated that the patient did not experience any surgical complications as a result of the reported event and the patient was released from the hospital. As of august 30, 2012, there have been no reported recurrences of the issue at this hospital.